Manufacturer narrative:
Physio-control further examined the removed user interface (ui) pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the user interface pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when powered on, their device will not complete the boot-up cycle.  As a result defibrillation would not be possible.  There was no patient use associated with the reported event.